Manufacturer narrative:
A philips field service engineer (fse) went onsite and evaluated the device. The fse confirmed that no sound was coming from the device . The fse replaced the speaker and the device was operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported a speaker malfunction. It is unknown if still sound coming from the device. The device was not in use at time of event, there was no adverse event reported.